Manufacturer narrative:
On 4-dec-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a qdot micro and a blood/coagulum was found on the catheter tip. It was reported that a "temperature slope too high" error appeared on the ngen¿ rf generator, with an unknown error code and rf delivery cut-off. The first time the error occurred the heat map went to static on the carto 3 system. The second time it occurred only one of the six temperature sensors was heating up on carto 3 system, which did not make sense based off of catheter orientation. The physician remarked that there was blood/coagulum on the catheter tip and inside on the spring. The catheter was replaced to resolve the error, issue and the case was continued successfully. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, microscopic examination, temperature, impedance, and irrigation test of the returned device were performed following j&j procedures. The device was visually inspected, but no thrombus/clot was observed on the device's tip. Afterwards, a microscopic examination was performed, and the second electrodes was observed lifted and sharp, but no internal components were exposed. In addition, a reddish material was identified inside the pebax; however, no damage on the pebax's surface were observed. The damage on the electrode could be related to the reddish material inside the pebax. The temperature and impedance test was performed and the device was found working correctly. No temperature or impedance issues were observed. Finally, an irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed and no non-conformances related to the reported complaint condition were identified. The reddish material observed inside the pebax could be related to the temperature and thrombus/clot issues reported by the customer; therefore, the complaint was confirmed. The potential cause of the electrode damage cannot be determined. The instruction for use (IFU) contains the following warnings and precautions: do not use excessive force to advance or withdraw the catheter when resistance is encountered. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Monitor the catheter tip temperature response throughout the procedure to ensure adequate irrigation. If temperature increases very rapidly during rf application, power delivery should be interrupted. The irrigation system must be rechecked prior to restarting rf application. Note: the displayed temperature represents the temperature of the electrode only, not the temperature of the tissue. When rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Note: the full UDI has now been provided under field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: the manufacturing & expiration dates are currently unavailable. Therefore, the full UDI is currently not available. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a qdot micro and a blood/coagulum was found on the catheter tip. It was reported that a "temperature slope too high" error appeared on the ngen¿ rf generator, with an unknown error code and rf delivery cut-off. The first time the error occurred the heat map went to static on the carto 3 system. The second time it occurred only one of the six temperature sensors was heating up on carto 3 system, which did not make sense based off of catheter orientation. The physician remarked that there was blood/coagulum on the catheter tip and inside on the spring. The catheter was replaced to resolve the error, issue and the case was continued successfully. The customer's reported high temperature error issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote.